Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit will not alarm.

Manufacturer narrative:
(B)(6). Evaluation indicates that the power switch is defective - this may cause the unit to not alarm. Also mentioned in the evaluation is a noisy compressor and defective check valves. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the unit will not alarm.